Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging an "apply sample" message on their one touch ultra2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned a few hours later he exhibited symptoms of "high blood sugar." He did not seek any medical attention or contact his physician for assistance. The patient was not tested on another device. The technique of applying blood on the test strips was correct. This is not the first time the product is being used. The patient retested with the customer care advocate (cca) over the phone and the issue was not resolved. Products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen and what exact high blood glucose symptoms he experienced and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the alleged issue, he later developed "high blood sugar."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.